Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm could not be verified due to erased history file. The drive support disk was inspected and no anomaly was noted. The device also had a scratched lcd window, cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error and then motor error. The blood glucose at the time of the incident was 180 mg/dl. The customer stated that the settings were reset and he could not check the alarm history due to being unable to exit the rewind sequence. The device was replaced and returned for analysis.